Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had snowy image error 216 and error b30. The issue was found during preparation for an unknown diagnostic procedure. The procedure was delayed by 5 minutes, and the patient was not in the room. The intended procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The customer informed olympus that an olympus representative came to their facility on the day following the event date. They believed that the issue was resolved. This device will not be returned due to the resolved issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.